Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn for 24 to 36 hours on the abdomen. The patient stated that their blood glucose (bg) was high after dinner and they went to bed. In the am their bg was still high and they were vomiting. The endocrinologist was called and they said to bring the patient to the emergency room. The patient's bg levels were in the 300s. The pod was removed at the hospital when they arrived. The patient was treated with intravenous therapy with fluids (saline and insulin). Patient was released the same day.